Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicates that this rv lead exhibited micro dislodgement and will be returned for analysis.

Manufacturer narrative:
This report is being submitted to correct the model number and serial number fields (d4) in section d, suspect medical device.